Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) during analysis, no anomalies were found. It was noted that the inner insulation is kinked/buckled, there is blood in/on the helix/lobe mechanism and the lead is stretched. Damaged at implant.

Event description:
It was reported at implant attempt the lead dislodged several times, and was undersensing, had high thresholds and an apparent lead fracture. This active fix lead was not used and was replaced with a tined (passive fix) lead. There were no patient complications reported as a result of this event.